Event description:
Vns patient was experiencing an increase in seizure activity, presumably due to an over aggressive programming strategy utilized by treating surgeon. The pt was seen by treating neurologist who decreased device settings. It was reported that the patient has experienced only 1 seizure since the decrease in device settings. Investigtion to date has been unable to determine whether the increase in seizure activity was above pre-vns baseline frequency.